Event description:
In 2008, it was reported to boston scientific corporation that a radiofrequency ablation procedure was performed using a coaccess needle electrode device (patient gender, age and weight are unknown). According to the complainant, during prep, the physician felt resistance as the electrode tines were deployed and retracted outside the pt. It was further reported that the physician successfully completed the procedure using a second coaccess needle electrode device.

Manufacturer narrative:
A visual examination of the returned device noted the tines of the array were fully deployed, but twisted approximately 90 degrees out of their normal orientation. A few of the tines were also noted to be bent. No visual defects were observed on the introducer. A functional eval revealed that the tine array could not be retracted into the cannula, due to their deformed condition. The cause of the reported malfunction could not be determined. A review of the device history record for the pertinent lots was performed; no anomalies were noted. A search of the complaint database did not reveal any additional complaints recorded for the same lot.